Event description:
Towards the end of the procedure, as the device was removed, the tip of the shaft was fractured and a sharp wire was sticking out of the catheter. The internal wiring of the catheter cut through the covering of the catheter, exposing the wire. There were no adverse patient consequences.

Manufacturer narrative:
One duo-decapolar, bi-directional, variable radius, reflexion spiral catheter was received for evaluation. The returned device was examined and a fracture in the grey shaft at the shaft to loop transition and exposed shape wire were confirmed. The kinks in the hoop indicate excessive force was used on the catheter, resulting in the fractured shaft and exposed shape wire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft is consistent with damage during use.